Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to reporter, during microwave ablation, when the control unit started after selecting power and duration time, reflected power trip alarm appeared on the system. Reset the system, reconnect the cable and stopped the system for ten minutes but same alarm appeared on the system. The surgeon rescheduled the procedure.